Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a fill resistance while loading a cartridge. Another cartridge and syringe/needle were used and the fill resistance occurred again. The customer change the supplies again and the cartridge load was completed without further issue. Insulin delivery was resumed. The customer was not sure what caused the fill resistance issue; however, thought that use error may have been a contributor. The customer's blood glucose level was 170 mg/dl.